Event description:
It was reported that the ventilator quit working without an audible alarm while connected to the pt. The pt was removed from the ventilator, was bagged, and then placed on an etco2 machine.